Event description:
On june 29, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch meter was giving inaccurately erratic readings. The medical affairs specialist (mas) spoke with the pt on june 30, 2006 to obtain and verify information. In 2006 at 10:30 pm, the pt obtained the blood glucose readings of 378 mg/dl and 434 mg/dl on the reported meter, within 10 minutes of each other. These results were high compared to the pt's expected values. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the pt gave herself a bolus on her insulin pump based on the 434 mg/dl reading, according to her regimen. At 4:00 am the next morning, the pt's husband found her in bed, sweating profusely. The pt tested her blood glucose level at that time, and obtained a result of 44 mg/dl. The pt's husband treated her with orange juice and she felt better afterwards. The pt retested her blood glucose level 15 minutes later, and obtained a higher reading, specific result was not provided. She did not required medical attention. On the day of the event, the pt had obtained blood glucose readings as expected, and had eaten her normal meals and taken her insulin. The pt was unable to provide her specific results from that day. The pt takes novolog insulin using a pump. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. Following the self-administration of insulin based on an elevated meter reading, the pt became hypoglycemic and received treatment with food. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.